Event description:
During the priming operation prior to patient support, the console would not respond to "on" switch depressions. The patient was placed on another console with no problems. Field service examined the console and reproduced the problem. The central processing unit and memory boards were replaced and the problem could not be reproduced.